Event description:
It was reported that the patient presented for follow up, the pulse generator exhibited atrial undersensing. The device was reprogrammed. The patient would continue to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.